Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A review of the device logs by the product analysis lab revealed that the programming had been changed multiple times during the therapy initiated on (B)(4) 2012, the date in which the reported increased intra-peritoneal volume (iipv) occurred. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012, regarding the device logs. The rn reported that the patient's largest prescribed fill volume (lpfv) is 2000ml. The rn stated she was aware that the patient was changing the fill volume throughout therapy, and that she has now locked the programming to prevent this from occurring again. The rn stated the patient has been continuing with therapy on the cycler successfully. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a high drain 203 alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) after use. The registered nurse (rn) stated that the hc displayed high drain 203 when the hc was powered on. The rn stated the patient felt overfilled last night while in therapy so he performed a manual drain off the hc. The rn stated the patient drained out to empty. The continuous ambulatory peritoneal dialysis (capd) drain volume equaled 2800ml. The rn stated the therapy was continuous cycling peritoneal dialysis with a total volume of 10500ml, a total time of 8:00, a fill volume of 2000ml, and a last fill volume of 500ml. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the rn on (B)(6) 2012, regarding the high drain 203 alarm. The rn stated there was not patient injury or medical intervention associated with the event. The rn stated the patient has been continuing therapy on the cycler successfully. There were no allegations made against any of the patient's dialysis products. No further information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device and concomitant medical product were returned and evaluated by the product analysis lab. A review of the device logs did not confirm the reported increased intra-peritoneal volume (iipv) and the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. Baxter received one concomitant cassette in reference to the increased intra-peritoneal volume (iipv). The set was placed on machine for priming and run with no alarms noted. The set was pressure tested with no leak noted. No manufacturing abnormalities were noted during visual inspection. The iipv was not confirmed during concomitant cassette evaluation. The cause of the high drain 203 alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria) was excess fluid infused due to the fill volume being changed to a value higher than prescribed. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4) . The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.